Manufacturer narrative:
Additional information sections as of 17-jan-2020: h6: updated FDA's method, results, and conclusion codes. Meter was returned for evaluation. No defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Manufacturer narrative:
Internal report reference number: (B)(4).

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results obtained of 202, 179, 145 and 180 mg/dl fasting and 182 mg/dl non-fasting. The customers expected fasting blood glucose test result is 328 mg/dl and expected non-fasting blood glucose test result is 216 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer non-fasting and produced test result of 216 mg/dl using meter. The product is stored according to specification in the bedroom. The test strip lot manufacturers expiration date is 04/19/2021 and open vial date is (B)(6) 2019. The meter memory was reviewed for previous test result history (time/date not set): (B)(6).